Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was identified as defective during central processing on (B)(6) 2025. The instrument had physical damage at the distal end, a cable snapped close to the tip. There were no missing pieces nor any portion of the instrument tip broke off. There was no report of any limited/imprecise motion nor uncontrolled/reversed motion.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.